Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, the lead data from the device memory was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected lower range. Concomitant medical products: 4058-52 lead, implanted: (B)(6) 1991; addr01 ipg, implanted: (B)(6) 2011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was programmed to ventricle only pacing causing one to one conduction resulting in the patient feeling fatigue. The right atrial (ra) lead was found to have high thresholds, low impedance and noise oversensing. The lead was removed and a new lead was implanted. It was further reported that the previously capped right ventricular (rv) lead had dislodged and was not attached to the heart. The lead was found in the superior vena cava (svc). The lead was partially extracted leaving the distal tip in the svc. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.